Event description:
A hemodialysis user facility has reported that when a dialysis pt was hooked up the heparin line detached from the main tubing. The facility was contacted where it was learned that dialysis had started and then 15-20 minutes into the dialysis treatment the heparin line separated from the main tubing. The rn reported that they applied a clamp to the line and completed the dialysis treatment with use of these lines without further incidence. It was reported that the blood loss was minimal. The pt completed prescribed treatment and was discharged to home when complete. The facility has saved pieces of the tubing for eval. There is no report of injury or ill effect from this event to this dialysis pt.